Event description:
A customer contacted beckman coulter (bec) to report recurring leak issues with a coulter lh 750 hematology analyzer. The leak was clear fluid. The volume of the leak is unknown. Personal protective equipment (ppe) consisting of gloves and a lab coat was being worn by the customer. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a leak of clenz (cleaner) and diluent under the analyzer. The quick disconnect fitting from the differential chamber to the flow cell was not fully connected and leaking. Fse tightened fittings which resolved the leak. The cause of the leak is attributed to the quick disconnect fitting from the differential chamber to the flow cell not being fully connected. (B)(4).